Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-03494, 1627487-2020-03496 and 1627487-2020-03498 . It was reported the patient's scs leads were exhibiting high impedance. Reportedly, the patient experienced a couple of falls in the past six months. Surgical intervention was taken and the patient's entire scs system was replaced and the reported issue addressed.